Manufacturer narrative:
Date of event: unknown. (B)(6). Investigation summary: level a investigation. Complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: a complaint history check was performed and this is the 2nd related complaint for needle hub separates on lot # 7352731. Investigation summary: customer returned photos of a 3/10cc, 8mm, 30g syringe with the poly bag from lot # 7352731. Customer states that when they removed the shield, the needle hub was removed too. The attached photos were examined and exhibited the hub-needle/shield assembly separated from the barrel. No damage to the barrel was observed. CAPA (B)(4) has been opened to address this issue. A review of the device history record was completed for batch # 7352731 all inspections were performed per the applicable operations qc specifications. There were three (3) notifications [(B)(4)] noted that did not pertain to the complaint. Based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation is required at this time investigation conclusion: based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: possible root causes for hub separates issue include: broken plunger lodged in between barrel and shield carriers may cause incomplete shield assemblies. Systems with plunger screw infeed¿s have a greater propensity for creating broken plungers versus machines with dial infeed¿s. A misaligned laser sensor (raised shield) from its designated detecting position may result in sending defective parts with gate flash and/or raised needle assemblies to packaging as good product. Hub core damage (either from seating on racks or during assembly onto barrel), adhesive run-over causing excessive force required to remove shield, disassembling hub from the syringe. CAPA (B)(4) has been opened to address this issue.

Event description:
It was reported that the syringe 0.3ml 30ga 8mm 7bag 420cas jp experienced hub separation and difficult plunger movement during use.